Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment. The alarm was unable to be cleared and the treatment was cancelled. The patient observed fluid beneath the cycler. The patient cancelled treatment and checked for fluid inside the cassette door. No fluid was observed within the cassette door. The origin of the fluid is unknown. The patient was advised to reset the cycler with new supplies and resume treatment. Additional information was solicited, but unavailable.

Event description:
...

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.